Event description:
An error code was reported, indicating a technical issue. There was no adverse impact to the customer's blood glucose level. The customer resolved the problem by using a different source to completely charge the pump. No indication of what the other source was and customer declined follow up from tandem technical support.